Event description:
During a permanent implant procedure, the patient experienced complications from the anesthesia and was resuscitated. The surgeon decided to abort the procedure.

Manufacturer narrative:
The products were kept by the medical facility will not be returned for evaluation.